Event description:
It was reported that a patient had a full replacement and that the patient developed a hematoma in the neck area. The surgeon went into surgery the next day to clean out the area and get cultures. Cultures were negative indicating no infection was present. The believed cause of the hematoma was due to patient coagulopathy history - patient had abnormal teg post operatively. The hematoma was considered mild to moderate and had spontaneous wound drainage about 3 weeks post-op. The surgical intervention taken was to preclude lead and/or generator infection. The lead was confirmed hp sterilized prior to distribution. The lead was explanted due to the surgeon accidently cutting the lead. Return is not necessary as analysis will add no value to the investigation. No additional relevant intervention has occurred to date.